Event description:
It was reported that during an unknown procedure, no crunch was heard after firing and the staples were malformed. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What type of procedure was the device used in? The device was used in radical resection of esophageal cancer. It was compressed until unable to fire further, but no crunch was heard. As the sales rep was not at the operation site during the procedure, he can¿t provide detailed information about whether the device cut and the cut line¿s situation.

Event description:
It was reported that during an unknown procedure, no crunch was heard after firing and the staples were malformed. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: this report originally sent 11/05/2014. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? What type of procedure was the device used in? The device was used in radical resection of esophageal cancer. It was compressed until unable to fire further, but no crunch was heard. As the sales rep was not at the operation site during the procedure, he can¿t provide detailed information about whether the device cut and the cut line¿s situation.